Manufacturer narrative:
The insulin pump was received with cracked reservoir tube, cracked reservoir tube window and minor scratches on lcd window. The drive support was inspected and no anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received safety notice regarding drive support cap. The customer states they had loose drive support cap. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.